Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient's bilateral breast implants were ruptured. In addition, the capsules were abnormal and were sent to pathology. Lastly, the patient also underwent bilateral capsulorrhaphy. Manufacturer¿s reference number: (B)(4). Complications on the left breast/implant will be reported under mrn: 1645337-2021-04693. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 700cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, post-procedure. The rupture was diagnosed via an MRI. As a result, the patient underwent bilateral removal and then bilateral replacement on (B)(6) 2021, with the following devices: (right) 800cc mentor smooth round moderate plus profile saline catalog: 3502800, lot: 9550486, sn: (B)(4) and (left) 800cc mentor smooth round moderate plus profile saline catalog: 3502800, lot: 9550486, sn: (B)(4).